Event description:
The first coil (subject device) followed by the second coil were successfully implanted inside the ruptured right wide-neck anterior communicating artery (acom) aneurysm; however, both coils prolapsed from the aneurysm sack into the parent vessel and occluded it. Blood flow to the contralateral side was minimal. A stent was successfully placed from contralateral a2 anterior cerebral artery (aca), across the acom, and down to the a1 (aca). Immediately after the stent placement coils were pushed back inside the aneurysm and all the vessels were fully patent. There was no clinical impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The event description stated that after successful placement inside the aneurysm, both coils prolapsed from the aneurism sack into the parent vessel and occluded it. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported event.

Event description:
The first coil (subject device) followed by the second coil were successfully implanted inside the ruptured right wide-neck anterior communicating artery (acom) aneurysm; however, both coils prolapsed from the aneurysm sack into the parent vessel and occluded it. Blood flow to the contralateral side was minimal. A stent was successfully placed from contralateral a2 anterior cerebral artery (aca), across the acom, and down to the a1 (aca). Immediately after the stent placement coils were pushed back inside the aneurysm and all the vessels were fully patent. There was no clinical impact to the patient.

Manufacturer narrative:
The device remains implanted.